Event description:
Customer called to inquire about the safety notice scroll wrap for the insulin pump. Customer stated that she had an issue on 2/22 when she was programming a bolus for 1 unit and ended up programming a bolus for 10 units. Customer stated that she will check with her health care professional first before replacing the pump or upgrading the software referred to in the safety notice. Customer's blood glucose reading was 150 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.